Manufacturer narrative:
A facility reported while a patient care technician was disconnecting the acid connections from the dialysis wall box used with their cwp 100 central water treatment system, the technician cut her hand on the dialysis chair after the connector fitting released. The technician did not need stitches and is reported to be doing fine. Mar cor regulatory affairs followed up with the facility's technical manager and he reported he has since trained the facility staff how to disconnect the connections from the wall boxes to avoid hitting their hands when the connection fitting releases. This complaint will continue being monitored in the mar cor purification complaint handling system.

Event description:
A facility reported while a patient care technician was disconnecting the acid connections from the dialysis wall box used with their cwp 100 central water treatment system, the technician cut her hand on the dialysis chair after the connector fitting released.